Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laproscopy, the device worked fine all through the case (approximately 1-2 hours), then the device gave an evidence of energy delivery and end tone that the seal cycle was incomplete, and the knife blade would no longer advance and could not cut at all on omentum and mesentry. The trigger for the knife blade would not depress. Surgeon also mentioned that the rotation also was not working. The device was cleaned regularly. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cord plug was severed and not returned. The tip of the seal plate was bent off of the jaws of the device. The device showed evidence of use. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The damage to the device's seal plate was traced to misuse. Most likely from a drop or using the wrong size trocar. The damage to the seal plate would likely short the jaws an create alarm activations. The knife blade was unable to advance. The jaws were observed under magnification and it was identified that the inner drive of the knife blade was slightly bent causing the blade to hit the back of the seal plate when cutting was attempted. It was reported that the knife blade did not advance or difficult to advance. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that alarm activation/device stopped working. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was additionally reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of seal plate damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.